Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown concentration and dose) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The pump was alarming and the patient received a denied bolus "x" on the personal therapy manager (ptm). The denied bolus issue began in (B)(6) 2015. It was unknown when the alarm began. The alarm was described as a critical . It was reviewed the ptm would not deliver a bolus if the if the pump was critically alarming. The patient thought medication should still be in the pump. The patient reportedly took pain pills because the pump "was not working." The patient was not going to sit in pain. The patient tried to contact their healthcare provider (hcp), but was unable to reach him. The patient did not know if he was still being seen by the hcp. The hcp told the patient he would no longer "talk to him" if he took pain pills while using the pump. Additional information received from the consumer on 07-oct-2015 indicated the patient missed a refill and the pump was empty. The last refill was 4-5 months ago and the patient typically got refilled every 3 months. The patient's hcp was supposed to transfer medical records so the patient could be seen elsewhere. Additional information was requested from the consumer regarding finding a new hcp and what steps were taken to resolve the issue.